Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2004 and the mesh was implanted to treat incontinence. It was also reported that 18 months following the procedure, the patient had bent over to pick up something and felt a sharp pain and a ripping noise. The doctor opined that chronic fatigue may have occurred due to the implant. The patient experienced chronic frequent utis, which failed to respond to the antibiotics. Utis were commenced in (B)(6) 2017 until following removal in (B)(6) 2018. The patient was continue taking antibiotics from (B)(6) until following the mesh removal. The 3d/4d scan was performed on (B)(6) 2017 and the mesh found dropped on the left side. After having the chronic burning, the patient arranged a consultation with the doctor and shortly afterwards the mesh was explanted. It was also reported that when the device was removed, it was found to have dropped on the left side and embedded in the back/outside wall of the bladder as well as in the pelvic bone on the left side. It was also reported that the mesh was too tightly placed around the urethra leading to scarring and was infected with serratia marcescens bacteria. The mesh was removed in six pieces. On (B)(6) 2018 was reported as the explant date. The patient is also experiencing painful bladder syndrome as of (B)(6) 2018 and chronic burning pain following urination. As patient reported, they can no longer tolerate many foods as they cause the pain to increase and now need to take ural and other antacid medication as well as a daily antibiotic. The mild incontinence has been returned and the patient opted to manage this by wearing thicker undergarments as it was always minor leakage. No further information is available.